Manufacturer narrative:
An event regarding disassociation and corrosion involving an metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, operative reports, pathology reports, patient history, x-rays and return of the device are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised following femoral head disassociation. He presented to the surgeon with pain and loss of mobility. The head was disassociated from the femoral stem prior to revision surgery. The explanted femoral stem was described as having, "complete pencilling of his trunnion". Corrosion was observed. The patient was reported to have a history of ankylosing spondylitis and heterotopic bone.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised following femoral head disassociation. He presented to the surgeon with pain and loss of mobility. The head was disassociated from the femoral stem prior to revision surgery. The explanted femoral stem was described as having, "complete pencilling of his trunnion". Corrosion was observed. The patient was reported to have a history of ankylosing spondylitis and heterotopic bone.

Manufacturer narrative:
An event regarding disassociation and corrosion involving a metal head was reported. A review by a clinical consultant confirmed disassociation and altr. A review by a clinical consultant noted: even though no explicit reference was made to pseudotumour or other adverse local tissue reactions (altr), the presence of large amounts of metallic debris is evident on the x-ray which necessarily will stain local tissues black. The relationship of these tissue changes with the trunnion substance loss is evident. Expert pathology review confirms an adverse local tissue reaction with extensive necrosis and numerous particles. As such, the root cause of failure for this pi case is an adverse combination of procedure-related factors regarding surgery as a specific trigger for heterotopic ossification plus patient-related factors regarding his prior bechterew disease that in concert have caused an overload condition in the hip bearing and have caused much higher levels of micro motion in the femoral head taper junction than normally would occur. Trunnion corrosion was the consequence with resultant femoral head disassociation as clinical outcome requiring revision surgery. Conclusions: a review by a clinical consultant concluded: catastrophic trunnion failure with disassociation of femoral head caused by an overload condition due to capsular calcifications as related to bechterew disease to increase tissue compliance of the hip joint capsule thereby contributing to trunnion corrosion with altr requiring revision surgery. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised following femoral head disassociation. He presented to the surgeon with pain and loss of mobility. The head was disassociated from the femoral stem prior to revision surgery. The explanted femoral stem was described as having, "complete pencilling of his trunnion". Corrosion was observed. The patient was reported to have a history of ankylosing spondylitis and heterotopic bone.